Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they didn't think the device was working. Caller stated that their symptoms had gotten much worse since the last implant. Agent asked the caller if they had tried to make any changes to the therapy and caller stated no. Agent walked caller through getting connected into the implant, but when connected the therapy was off, patient turned the therapy on. The troubleshooting steps that were taken on the call resolved the issue but patient would continue to monitor the symptoms. Redirected to doctor if the issue persist. Additional information was received from a patient. They reported that since they turned therapy back on they hadn't noticed any relief in their symptoms and wondered how they should go about that. Guided patient to discuss with healthcare provider (hcp). They mentioned that they were scheduled to follow-up with them later that month but they were not sure about the exact date.

Event description:
Additional information was received from a patient. They reported that since they turned therapy back on they hadn't noticed any relief in their symptoms and wondered how they should go about that. Guided patient to discuss with healthcare provider (hcp). They mentioned that they were scheduled to follow-up with them later that month but they were not sure about the exact date. (B)(6) 2025 lfc (hcp): additional information was received from the hcp. They clarified that the therapy was turned off which was why the device wasn't working. It was not caused by normal battery depletion. The cause of the issue was the device was off. As resolution, the therapy was turned back on. The issue was resolved. The cause of the therapy being off was determined. The patient had turned it off. As resolution, patient checkup appointment was mentioned. The issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.